Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor is in active state and was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received a sensor scan result of 127 mg/dl compared to a reading of 27 mg/dl obtained on the adc meter. Customer experienced a loss of consciousness. Emergency services were called and upon their arrival, a reading of 27 mg/dl was obtained on their meter and customer was determined to have low blood sugar. Customer was treated with unspecified IV. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.